Manufacturer narrative:
Thv/tvt registry. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, nominal 26mm s3u was prepped, advanced through sheath without issue and the 26mm s3u was mounted without issue. While advancing up to the bicuspid aortic valve the team had trouble crossing. Flex manipulations were attempted, system rotation, bav, buddy wire, buddy balloon, and stiffer wire. After attempting all these efforts, the team continued to be unsuccessful in crossing the native valve. It was decided to remove wire and system out of the body and abort the case as the patient was noted to have a small pericardial effusion. A pericardial drain was placed, and the patient left the or in stable condition. Per fcs, the pericardial effusion was noted by anesthesia during the time we were attempting to cross the valve. Unsure whether it was there before or after the bav. The pericardial effusion did not lead to cardiac tamponade not specifically tamponade. But it was starting to compress the ra, so the team elected to do a pericardiocentesis and place a drain. The physician noted that a CT was performed and did not appreciate any annular injury. There was no alleged ew device malfunction/deficiency that caused or contributed to the event just a very tight and calcified valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. The complaint description reports, "while advancing up to the bicuspid aortic valve the team had trouble crossing. Flex manipulations were attempted, system rotation, balloon aortic valvuloplasty (bav), buddy wire, buddy balloon, and stiffer wire. After attempting all these efforts, the team continued to be unsuccessful in crossing the native valve." The patient had a "just a very tight and calcified valve," as reported. The presence of calcification cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. A definitive root cause was unable to be determined at this time. However, available information suggests patient (calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.